Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). The investigation determined that there was no product problem. Per product labeling, false reactive results may occur in elecsys hiv combi pt, the assay shows a specificity of less than 100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv combi pt assay performed within specification.

Event description:
There was an allegation of questionable elecsys hiv combi pt and hiv duo results from the cobas 8000 - cobas e 602 module. The customer alleged that the volume of initial positive hiv screens and the false positive rate in the maternity patient population were considerably above the hospital's average. This medwatch is for the hiv combi assay. Refer to the medwatch with a1-patient identifier (B)(6) for the hiv duo assay. Three examples were provided: sample 1: hiv combi result was 5.57 coi (reactive), hiv duo result was 2.1 coi (reactive). Sample 2: hiv combi result was 2.31 coi (reactive), hiv duo result was 2.71 coi (reactive). Sample 3: hiv combi result was 11.15 coi (reactive) hiv duo result was 18 coi (reactive). These 3 maternity patient specimens were all confirmed as negative.